Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain in the ipg pocket and the ipg was twisting in the pocket. Patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced.